Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture is between may 26, 2005 and june 25, 2005. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction resulting in more than 20% over delivery of tidal volume. There was no report of patient involvement.